Event description:
The patient's orthodontist stated that byte will not fulfill the goal of straightening patient's teeth, in part due to the patient having an open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.